Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as, the "patient made a mistake." On (B)(6) 2011, the patient was diagnosed with peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient received remedial therapy of a loading dose of vancomycin 1gm, ip; fortum 1gm, ip, once daily; and reflin 1gm, ip, once daily. At the time of this report, the antibiotics and dianeal were ongoing. The outcome for the peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome for the event of break in aseptic technique was not reported.